Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on aviva system compared to a professional meter within 1 minute: 202 mg/dl (aviva system ) and 93 mg/dl (professional meter). No adverse event due to the device reported. The alleged product was replaced and requested for evaluation.